Event description:
It was reported that the right ventricular (rv) lead was exhibiting high threshold levels and oversensing noise which triggered a lead integrity alert (lia). It was also noted the lead demonstrated high impedance measurements. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular (rv) lead integrity alert were met. The impedance on the rv pacing lead was beyond the expected upper range. Oversensing was indicated due to non-physiologic signals/sensing integrity counter.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).